Manufacturer narrative:
The device has been received by depuy synthes power tools. Reliability engineering evaluation the device, and the reported problem was confirmed. The locking flats feature of the bur was found to be out of specification. It was concluded that the cutter had misloaded into the cnc machine during the flats grinding operation, resulting in the cutter position being off when the flats were applied. If additional info becomes available, a supplemental report will be sent.

Event description:
Report received from (B)(6) stating they, "cannot fix the cutter but to the attachment." It is unk if the device was being used in surgery. It is unk if injury or medical intervention occurred. There is no additional info available.